Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: n/a (not applicable). The intraocular lens was inserted and removed during the initial surgery. Explant date: n/a (not applicable). The intraocular lens was inserted and removed during the initial surgery. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it was discarded at the customer site. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation, the surgeon detected a foreign particle/scratch on the optics. The surgeon chose to remove the intraocular lens (iol) by cutting it into 3 parts and discarded it. A new iol was implanted with good results and without any problem post-operatively. No further information was provided.